Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that there was a primary audible alarm failure. No patient injury reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was not broken or removed upon receipt and the plunger case seal popped out of the plunger assembly. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation and no physical or any other damage was found on the speaker. Root cause of the reported issue is unknown as no fault was found. Replaced the speaker as a preventive measure, performed preventive maintenance and all functional testing. A CAPA was generated in response to the reported issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information was received and attached on 23 september 2022, this device failed during a check during a biomed test. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.